Manufacturer narrative:
The pump had intermittent button response on the act button due to a flattened dome switch. The keypad connector on the lcd board was not unlocked during visual inspection. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act keypad button is hard to press and not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display screen is scratched and can only be read at an angle. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.